Event description:
It was reported the pump was empty but programming showed 2000 days left. The pump was dry for a year and the pump was set to show it had medicine in it and it really did not. It was indicated it was not a problem and was resolved. Additional information was requested but was not available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).